Event description:
The patient presented with an asymptomatic aneurysm located in the anterior communicating artery (acom). Two coils were successfully placed into the aneurysm. During the third coil placement the aneurysm ruptured. The physician experienced some friction/resistance during the placement of the coil. In the physician's opinion, "the coil pushed against the aneurysm side wall and caused the rupture." The third coil was immediately removed and "the rupture was contained quickly." The patient suffered a stroke and was administered antiplatelet therapy. Currently, the patient is still hospitalized recovering from the stroke.

Manufacturer narrative:
Additional information regarding the event was requested and the following was determined: the anatomy was slightly tortuous. There were no issues noted with the preparation, advancement or delivery of the other coils used in the procedure. All movements were slow and smooth. The delivery wire was not advanced beyond the catheter tip at any stage. The catheter was possibly under stress. In sheath wetting and continuous flush were performed.